Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing tiredness. The device was found to be in backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator status. No further information is available.